Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).

Event description:
During tka surgery, the surgeon found a foreign material in the polymer when the polymer was poured into the bowl. Another product was used without problem. The sales rep was not present at the site of the surgery and did not see the foreign material, but he will obtain the info what the foreign material appeared like. The polymer in question was put into a plastic bag with the inner pouch of the polymer for eval.